Manufacturer narrative:
(B)(4). The event of peritonitis occurred on an unknown date in (B)(6) 2014. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy which resulted in the development of peritonitis. The breach in aseptic technique was further described as touch contamination. The patient was hospitalized for the event and treated with an unspecified antibiotic (dose, route and frequency not reported). The patient was discharged from the hospital after four days and was reported to have recovered from the event. It was not reported if the patient was retrained on aseptic technique. Dianeal therapies were ongoing. Additional information was requested but is not available.